Manufacturer narrative:
Model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 18463527; model/catalog description: linear 3-4 lead 50 cm/ the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.